Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized after being involved in a car accident. The customer was the driver, and her blood glucose reading was 30 mg/dl at the time of admission. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure, displacement and self tests. However, the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.